Manufacturer narrative:
(B)(4).

Event description:
Customer received info that an 840 ventilator oxygen (o2) sensor had failed while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support (cse) verified the malfunction. Cse inspected the device and replaced the oxygen (o2) sensor. The device pass all tests.